Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a button error alarm. Customer also reported the up arrow button became unresponsive after replacing the battery. The customer stated they were unable to bolus as a result. The customer stated all the buttons on the insulin pump were unresponsive. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
No frozen screen was noted during testing. All buttons functioned properly. However, found moisture damage on the keypad traces. No button error alarm was noted during testing. The pump also had a cracked reservoir tube lip, minor scratches on the display window, and a cracked case at the display window corner.